Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4). The device was not returned.

Event description:
It was reported that the device leaked at the bulb during use.

Event description:
It was reported that the device leaked at the bulb during use.

Manufacturer narrative:
The reported issue (it was reported that the device leaked at the bulb during use.) For this complaint was unconfirmed, the problem could not reproduced. During visual evaluation the sample returned was visually inspected and no discrepancies were found. The sample was assembled and tested accordingly and the results showed that there were no leaks on the sample returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "fill with solution. Displace all air before using. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device leaked at the bulb during use.